Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The defect reported could not be verified. A root cause for the reported failure mode cannot be discerned. DHR determined that there were no anomalies or discrepancies found. A review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the vapr vue generator stopped activating during an unspecified surgical procedure. It was not reported how the procedure was completed or if there was any delay in the procedure. One unit will be returned by the customer. The sales rep reported that the surgeon completed the procedure with a second generator with no patient consequences or delays. The sales rep was not present for the case therefore could not provide any further information. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.